Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of peripheral causalgia and spin al pain. It was reported that their previous battery died faster. The ins died about 6 months after implant before being replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient confirmed her previous batteries were replaced due to normal battery depletion. The patient noted that the previous batteries were non-rechargeable two year batteries, and they were on high settings. No symptoms or further complications were reported/anticipated.